Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 11/25/2016, that on (B)(6) 2016, the receiver shuts down randomly. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log did not confirm the reported event that the receiver shuts down randomly. A root cause could not be determined.